Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared an alert for the right atrial (ra) automatic threshold measurement was detected as greater than the programmed amplitude. Upon further review, boston scientific technical services (ts) confirmed that this was the result of the patient's atrial arrhythmia, and there was additional evidence of atrial undersensing. Furthermore, there was loss of rv capture at the programmed output during a right atrial automatic threshold test. The rv lead is not a boston scientific product. The physician is continuing with normal monitoring. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.